Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he experienced high blood glucose. The customer also reported that he received a motor error alarm. The customer mentioned that the act button does not recognize being held. The customer's blood glucose was 460 mg/dl at the time of incident. The customer stated that the motor error alarm contributed to the high blood glucose. The customer stated that the high blood glucose was treated with manual injections. The insulin pump was able to complete rewind successfully. The customer performed displacement test and the insulin pump passed. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.